Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) was working on other stations; this particular station showed the device as not on bus. After troubleshooting, the fse found that the solenoid was extremely hot and shorting due to a cut cable. The solenoid unit was replaced, but the device still showed not on bus. Further troubleshooting revealed that the retractor band was shorted, which had also damaged the controller card. The fse replaced both the controller card. After these replacements, the operation was verified successfully with customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: section d unique identifier (UDI) and section h device eval by manufacturer. The report of the drawer failure was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: the solenoid was found overheated and shorted due to a cut cable replacing the solenoid did not resolve the problem; further checks revealed a shorted retractor band cable that damaged the drawer controller board both the drawer controller board and retractor band cable assembly were replaced visual inspection of the returned retractor band cable assembly observed thermal damage along the cable further testing was deemed unnecessary due to the thermal damage observed along the cable visual inspection of the field service engineer provided photo observed a sliced cut along a solenoid cable damaged retractor band cable assembly and solenoid components are indicative of issues affecting drawers the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure was traced to both a defective retractor band cable assembly and solenoid parts. Thermal damage was observed along the retractor band cable and physical damage was observed on the solenoid cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that there was a delay in patient care. As per part investigation, it was determined that there was thermal damage observed on retractor band cable and sliced cut along solenoid cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report of the drawer failure was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: the solenoid was found overheated and shorted due to a cut cable replacing the solenoid did not resolve the problem; further checks revealed a shorted retractor band cable that damaged the drawer controller board. Both the drawer controller board and retractor band cable assembly were replaced. Visual inspection of the returned retractor band cable assembly observed thermal damage along the cable further testing was deemed unnecessary due to the thermal damage observed along the cable visual inspection of the field service engineer provided photo observed a sliced cut along a solenoid cable. Damaged retractor band cable assembly and solenoid components are indicative of issues affecting drawers. External inspection confirmed no physical damage or fluid ingress to the drawer controller board. Dchu laboratory bench testing confirmed a faulty drawer controller board by multimeter test, and no further tests were performed to pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure was traced to both a defective retractor band cable assembly and solenoid parts. Thermal damage was observed along the retractor band cable, and physical damage was observed on the solenoid cable. The root cause of the reported issue was identified as faulty pcba dwr cntlr vl.lo/vl, as mosfet q601 parameters were not correct and a damaged cable from solenoid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that there was a delay in patient care. As per part investigation, it was determined that there was thermal damage observed on retractor band cable and sliced cut along solenoid cable. There were no adverse events or injuries reported based on this event.